Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available. Upon review of the event history, it was found that the occurrence date is (B)(6) 2011 and not the reported date of (B)(6) 2011.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries have been replaced. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA mdq-CAPA (B)(4).

Event description:
Baxter field service technician serviced a colleague device for a battery issue. There was no adverse event, patient injury or medical intervention associated with this report. The baxter field service technician repaired the device on site. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. The user interface module master software version is 6.63.92, categorized as remediated.